Manufacturer narrative:
(B)(6). The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis event was not reported. The patient was not hospitalized for the event. The patient was treated with a loading dose of ip vancomycin 2 grams, followed by ip gentamycin 130.35/kg (frequency not reported) for peritonitis. The next day, the patient was given a follow up dose of ip vancomycin. On that same day, the patient was recovered from the peritonitis event. The pdrn reported that the patient was retrained on proper aseptic technique. Pd therapy was ongoing. Additional information was not available. This is report 2 of 4 involved in this peritonitis event.